Manufacturer narrative:
Date of event: the event date was note reported but it was reported it occurred on april. The first date of the april was entered as an estimate.

Event description:
It was reported that device fractured occurred. The mamba microcatheter was selected for use. During introduction, the catheter appeared to stretch, fractured and kinked. The device was removed and the procedure completed with a different microcatheter. There were no patient complications reported, and the patient was okay post procedure.

Event description:
It was reported that device fractured occurred. The mamba microcatheter was selected for use. During introduction, the catheter appeared to stretch, fractured and kinked. The device was removed and the procedure completed with a different microcatheter. There were no patient complications reported, and the patient was okay post procedure.

Manufacturer narrative:
B3: date of event: the event date was note reported but it was reported it occurred on april. The first date of the april was entered as an estimate. The returned product consisted of a mamba flex 135cm microcatheter. The hub, shaft and tip were visually and microscopically examined. Inspection of the shaft found the shaft was kinked, stretched, and flattened 34.5cm to 36cm proximal of the tip. Inspection of the remainder of the device revealed no other damage or defects.